Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Based upon the information from olympus (B)(4) there was the possibility that the reported phenomenon was attributed to the aged deterioration of the lamp or the user handling.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing the lamp of the subject device does not ignite sporadically. There was no report of patient injury associated with the event.